Event description:
Following a rotoblade procedure, an attempt to advance a coronary stent with delivery system through anatomical tortuosities and severe lesion calcification at the target lesion site located in the pt's right coronary artery was unsuccessful. In response, the physician elected to deploy the stent proximal to the calcified lesion site. Subsequently a coronary dissection was observed which progressed into a temporary occlusion of and grade blood flow. A non-significant myocardial infarction with mild but reversible elevation in cardiac enzyme levels were reported. Upon the conclusion of the stenting procedure, the vessel spontaneously re-established widely patent coronary perfusion. The pt was subsequently sent for non-urgent coronary revascularization surgery as a precautionary measure. There were no add'l complications reported relative to this event.